Manufacturer narrative:
Article citation: bektas, gamze, et al. ¿nasal filling in plastic surgery practice: primary nasal filling, nasal filling for post-rhinoplasty defects, rhinoplasty after hyaluronidase injection in dissatisfied nasal filling patients.¿ aesthetic plastic surgery, vol. 44, no. 6, 2020, pp. 2208¿18. Crossref, doi:10.1007/s00266-020-01895-9. Clarification to a.2.: 1985. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion and herpes simplex is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported in the article ¿nasal filling in plastic surgery practice: primary nasal filling, nasal filling for post-rhinoplasty defects, rhinoplasty after hyaluronidase injection in dissatisfied nasal filling patients¿ that three patients experienced vascular impairment. Additional information received noted none of the patient was injected in the nose with 0.6 cc of [unspecified] juvéderm® voluma¿ (0.2cc in the nose radix, 0.3cc in the nose tip and 0.1cc in the nose base). Two days later, the patient experienced ¿transient redness¿ and ¿vascular impairment (herpes?)¿ on the nose. The patient was treated with antibiotic cream (thiocilline) 3x1 and valtrex tb 2x1. The event resolved a week later. This literature article was previously reported under MDR ID #3005113652-2021-03025. This MDR is being submitted specifically for one patient.